Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Ventricular lead performance trends shows short circuit / low impedance pace counts with measurements ranging from 256 ohms to 343 ohms. Lifetime minimum impedance measurement of 256 ohms. Ventricular lead warning occurred on (B)(6)2015. Concomitant medical product: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance and insulation damage. Additionally the patient's right atrial (ra) lead had an issue with impedance trending. The leads were capped and replaced. No patient complications have been reported as a result of this event.